Manufacturer narrative:
This is a follow-up to the original medwatch report as lot traceability was provided. The safari2 guidewire is not expected to be returned for failure analysis. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the complaint narrative, "poor wire control throughout and at one point hypotension due to safari wire through mitral valve and seen on tee," and reported via email, "the user also had poor wire management and caused the wire to pop out of the lv after getting it stuck in the chordae." As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. Additionally, the device instructions for use (dfu) warnings section notes, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." As noted in the event description, "poor wire control throughout". The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Manufacturer narrative:
The safari2 guidewire is not expected to be returned for failure analysis. Lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the complaint narrative, "poor wire control throughout and at one point hypotension due to safari wire through mitral valve and seen on tee," and reported via email, "the user also had poor wire management and caused the wire to pop out of the lv after getting it stuck in the chordae." As noted in the device instructions for use (dfu), warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment." Additionally, the device instructions for use (dfu) warnings section notes, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling and/or procedural factors may have contributed to the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcatheter aortic valve replacement. Event description: it was reported that: the ruptured chordae happened after crossing the valve with the al1 catheter and they advanced the safari directly into lv. It got stuck in chordate which bsc rep advised them about and suggested exchanging through a pigtail but they liked wire and it popped out. They recrossed and repeated again with al1 despite advice to use pigtail and got caught again and had to pull to release wire and that stage they agreed to use pigtail and managed to get wire to sit in lv in stable position. The anaesthetist commented at that stage that mr which was mild to moderate became moderate to severe and could see chordate (this is before the valve was anywhere near the patient). Then went on to introducing valve. Poor wire control throughout and at one point hypotension due to safari wire through mitral valve and seen on tee. Unable to remember the details of conduction problems except he thinks patient started with 1 hb but not sure or clear about details. Bsc rep's feedback from therapy consultant was that patient was well on following day with v mild pvl , low mean gradient and no ppm. So surprised to hear that needed ppm, unless late ppm. The mr was back to mild to moderate on ter at end of procedure after safari was out of lv, and the following day. Per email, it was reported that: during implantation of 27mm valve, the 5f pigtail catheter in the non-coronary cusp somehow became entangled in the valve delivery components. During a recapture of the valve, the pigtail was inadvertently pulled into the delivery system and became kinked and entrapped. Multiple attempts were made to dislodge the pigtail (re-deployment of valve, push/pull maneuvers, and insertion of guidewires, including a glidewire) to no avail. It was decided to remove the valve and pigtail together. Per another e-mail it was reported that: did a valve get implanted into the patient? Yes, they had to remove the valve system with the entrapped pigtail (catheter) and then went in and successfully implanted a second valve. Do you know the current status of the patient? The patient was doing well the day after the procedure, mr had was back to mild/moderate. Clinical reported that the patient was discharged on aspirin.